Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There is no patient involvement.

Event description:
(B)(4). Case description: customer reports the battery is not charging on the 8015 (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer reports the battery is not charging on the 8015 (s/n (B)(4)). Customer indicates only 4 volt charge level measured to battery. Informed customer to connect device to system maintenance. Customer to edit current task list with battery status, and voltage display. Customer to isolate problematic fault to up power supply, and/or switch power supply. Customer to repair/replace either board, once problem identified. Customer will call back, if any further concerns need to be addressed. End call.